Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and that backlight was on. Customer also reported that insulin pump was not delivering insulin and did not receive an alarm. Customer's blood glucose was 468 mg/dl, which was treated with manual injection. Customer does not know what caused anomaly, and states that insulin pump was not dropped or exposed to moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on the keypad traces noted. No unexpected back light anomalies noted during our testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.